Event description:
It was reported that the both the left ventricular (lv) and right atrial leads had high thresholds. During extraction of the lv lead it was noted that there was an insulation fracture. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the full lead was returned and analyzed. The outer insulation was pulled apart (overstress). All conductors were stretched. The lead was stretched. There was apparent damage at implant. Without a lot number or device serial number, the manufacturing date cannot be determined.